Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Alarm not working was not duplicated. Fields were updated accordingly.

Event description:
Dealer is stating that the unit is not working, no breath alarm was not functioning.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit is not working, no breath alarm was not functioning.